Event description:
The ventilator was connected to the pt. The customer reports after the hospital had a power outage, the ventilator gave an error code 10 and 12 would not deliver gas. The ventilator alarmed low peep, low exp minvol, low rr. There as no pt injury. The customer removed the ventilator and brought the unit to bio-med.